Event description:
Needle would push out properly prior to entering scope, but not once in place in scope. Occurred with 3 consecutive needles causing a 10 minutes delay in injecting and actively bleeding pt.